Manufacturer narrative:
It was reported that the dissection was due to calcification and the nature of the vessel. It was detailed that dissections occur also with non medtronic guide liner's. The dissection was contained and was treated with a stent. The resolute onyx device was removed and replaced with a non medtronic stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent and a telescope guide extension catheter were used to treat a severely calcified and tortuous friable lesion in the mid proximal right coronary artery (rca). The devices were inspected with no issues noted. The telescope device was prepped as per IFU, onyx negative prep was performed with no issues. The lesion was pre dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used. It was reported that while both devices were advancing a contained dissection was encountered. No additional patient injury.